Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A dreamstation auto CPAP pro was returned to a third-party service center about the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was visually inspected during the device evaluation at the third-party service center. The complaint was not confirmed, and there were error codes present. There was also evidence of foam degradation, and foam particles were visible. The device was scrapped.